Manufacturer narrative:
The information received by the manufacturer has been re-evaluated for MDR reporting. The information states that the device did not break above the incision, therefore, it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.

Event description:
It was reported that the handle broke while inserting a trocar. An identical backup device was used to complete the procedure. Surgery time was not extended more than 30 min. The patient or surgical procedure was not affected in any way due to the problem. No broken pieces fell into the patient¿s wound. There are no photos available. Lot number is not available.